Event description:
While using glidescope (fiberoptic camera device) to place an endotracheal tube on a pt with a difficult airway. Device displayed the picture on a video screen 180 degrees in the wrong direction. Immediately recognized and no harm to pt.